Event description:
It was reported that a cgm error 42 occurred. Despite performing a pump reset with guidance from technical support, the error persisted. There was no reported adverse impact to the customer's blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.